Manufacturer narrative:
No bends or kinks were observed on the soft cannula. A tear was observed on the soft cannula and fluid was observed leaving the tear. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed below the tear and no other leakages were observed. The timing and cause of this damage is unknown. An 0x18 alarm was generated, indicating the pod reached an empty reservoir. Inspection of the device confirmed the reservoir was empty. The device functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that despite delivering boluses, the patient's blood glucose levels reached about 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Ketones were also tested and the results were negative. As treatment, a manual injection of insulin was delivered and a new pod was applied.